Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the lead exhibited low impedances. The lead was attempted in multiple locations which did not improve the lead impedance value. An alternate lead was placed. No patient complications have been reported as a result of this event.